Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and was able to confirm that the device powered off multiple times during the event; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to print the code summary during an event involving a patient, that their device powered off by itself. There were no reports of adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information; however, no response has been received.